Manufacturer narrative:
Upon further review of the risk assessment for creatinine, this event is not reportable. H10: upon further review of the risk assessment for creatinine, this event is not reportable.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the cable assembly, sample probe holder, sample probe, and cleaned the cuvettes which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of one (1) erroneous creatinine patient result on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.